Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient's wife reported that her husband was seen in the ER due to the device did not fire when he needed. She also stated that many physicians told her the device should have fired. Furthermore, she stated her husband fell and had a stroke; however, it is unclear in what order these events occurred. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Event description:
New information received notes that device was deactivated per dnr request on (B)(4) 2013 and the patient expired on (B)(6) 2013.